Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052016. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device was returned to aid in our investigation. Our engineers confirmed the presence of blood at the location of the septum. The reported nonconformance has been confirmed. Closer inspection of the septum was not able to identify any known issues with the septum that would have lead to the observed leak. Our engineers were not able to identify the root cause at this time and are currently conducting an in-depth CAPA investigation into all potential causes. This process will take time and we appreciate your patience. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052016. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device was returned to aid in our investigation. Our engineers confirmed the presence of blood at the location of the septum. The reported nonconformance has been confirmed. Closer inspection of the septum was not able to identify any known issues with the septum that would have lead to the observed leak. Our engineers were not able to identify the root cause at this time and are currently conducting an in-depth CAPA investigation into all potential causes. This process will take time and we appreciate your patience. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvci leakage at the septum the head nurse of the hospital reported to the distributor that when using an indwelling needle for a newborn, blood returned. The indwelling needle was inserted into the body on the first day, and was found to be bent on the second day. The specific bending part could not be confirmed. It was difficult to push the liquid when using the indwelling needle. There was a blockage. 22 samples were affected. The samples can be returned. The specific number of returns cannot be confirmed. Photos can be provided. A complaint reply letter and a complaint receipt letter are required. Additional info: hello, I went to the hospital today to investigate, and after verification, the actual occurrence was that there was blood return in the puncture process, there was no bending and blockage, and the actual number was not correct, the actual number was 2, and the sample samples would be returned to the factory.